Event description:
It was reported on (B)(6) 2013 that diagnostic testing resulted in high impedance when neurologist checked the device the day prior. It was reported that the patient was scheduled for revision surgery. Further follow-up revealed that the patient underwent lead revision and prophylactic generator replacement on (B)(6) 2013. An implant card was received indicating that lead impedance was ok with new generator and lead. Attempts to obtain additional information have been unsuccessful to date. The explanted products were discarded by the explanting facility and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.